Manufacturer narrative:
Product evaluation: the product was returned for analysis and haptic damage was observed. No damage was observed to the carton. Additional observations were as follows: iol returned in an unknown container. Solution is dried on both surfaces of the optic and haptics. One haptic tip is broken/torn and not returned. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. Optical power & resolution could not be verified due to the extensive optic damage. No lens case returned. No damage observed on the carton evaluation. We are unable to determine the root cause for the reported complaint "unexpected visual outcome new info: induced astigmatism, diplopia, explant, haptic cracked". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptic. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (haptic tip is broken/torn, optic is torn/split-cut ) would not meet our current release criteria. Based on these investigation findings, we are unable to verify the origin of the broken haptic tip as it was highlighted post implantation. The lens was cut in half through the centre of the optic. Due to this damage, a functional test (lens bench) to check the power and resolution of the lens could not be conducted based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that the initial iol was exchanged for the same diopter lens but a model by a different manufacturer. The patient has recovered well.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative has reported that following an intraocular lens iol)implant procedure, the patient experienced an unexpected visual outcome and complained of an unspecified visual disturbance. The iol package was damaged upon receipt, but the iol was intact and undamaged so it was used for surgery. Additional information was provided by the surgeon that the tip of one of the iol haptics was cracked off. The defect was discovered after insertion of the iol. It was thought that the defect wouldn't be visually significant, but the patient complained of diplopia despite performing manifest refraction. The iol appeared to cause induced astigmatism and monocular diplopia. The iol was removed one month after the initial procedure. According to the surgeon, the event has not resolved.